Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the received 1 unit of packed red blood cells (prbcs) on (B)(6) 2022 due to a low hemoglobin. On (B)(6) 2022 the patient became unresponsive. Rapid response and stroke team provided multiple doses of epinephrine, sodium bicarbonate, and calcium with no resolution. Inotropes were also given. Compressions were performed with no resolution. The patient was intubated. The patient produced about 1.4 liters of sanguineous suction from their mouth. The patient passed away on (B)(6) 2022. The cause of death was not yet confirmed to be gastrointestinal (gi) or stroke. Log files from the time of death contained low flows starting on (B)(6) 2022 and 19:35:42. The flow continued to drop below the alarm threshold of 2.5 liters per minute (lpm). At 20:26:52 an intentional pump stop was noted. At 20:56:29 the driveline was disconnected from the controller.

Event description:
Additional information was received that when no improvement in the patient's condition was noted after the rapid response and stroke teams' interventions, it was decided that the patient be put on venoarterial extracorporeal membrane oxygenation (va ECMO). The patient's flow was at zero and they were flat lined before ECMO cannulation was completed. Time of death was called.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient's outcome could not be conclusively determined through this evaluation. The controller event log file contained relevant data from (B)(6) 2022 through (B)(6) 2022. Transient low flow alarms were captured, as will as the discontinuation of support at the end of the file. No other notable events were captured, and the pump appeared to function as intended at the set speed. It was reported that hm3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25apr2022. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, respiratory failure, and death that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.